Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6) product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial#: (B)(6), ubd: 21-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during impedance tests, incorrect values were reported and the doctor decided to change the product. No patient involvement. No external factors led to the issue. The device was changed and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial#: (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the tablet with the dbs therapy software indicated only high impedance. The cause was not determined since the doctor requested to change the extension for a new one.